Event description:
It was reported that a flo-gard infusion pump alarmed for an open door. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The ¿open door¿ alarm was not verified during the inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. If any additional relevant information is received, a follow up MDR will be sent.